Event description:
Customer reports that the surgical wound dehisced three to four weeks following breast surgery due to internal sutures being absorbed too quickly. There are no signs of infection or abnormal healing. Facility expects healing time will be longer than expected due to dehiscence.